Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received sensor scan results of 112 mg/dl compared to readings of 351 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Sensor was damaged during de-casing. The returned battery voltage was measured to be within specification. The sensor was placed into pcba (printed circuit board assembly) test fixture to perform an smu (source measurement unit) test. Sensor did not communicate with evm (evaluation module). It was unable to perform smu/poise voltage test. Unable to perform smu/poise voltage test. Issue was forwarded for further investigation due damage to the antenna. Performed a visual inspection on the sensor¿s pcba (printed circuit board assembly) and broken antenna leg was observed. The antenna was damaged during de-casing. Unable to perform functionality testing due to damage. The damage antenna was caused during the de-casing of the sensor and would stop the sensor from communicating, leaving the sensor in a state in which functionality testing is unable to be performed. Therefore, issue will be closed to unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received sensor scan results of 112 mg/dl compared to readings of 351 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.